Event description:
It was reported that after start-up, repeated recoverable faults were occurring, specifically fault 23062, which pointed to the master tool manipulator left (mtml) on surgeon side console 1, but the message also appeared on surgeon side console 2. Artemis logs confirmed this error, so the system was restarted and the blue fiber cable was reseated. After these actions, the error cleared temporarily.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported 23062 error was confirmed, but not replicated during in-house testing. In lighthouse, the 23062 error was detected, indicating a failure on the wrist pitch axis, thereby confirming the fault occurred in the field. Visual inspection found no issues related to the reported event. The unit was installed on an in-house system and operated with an in-house instrument; no issues were observed, and the unit passed system tests. After installing the unit on sftp and running the fitness test, it failed the gravity balance test post-sine cycle¿specifically, on sh (max imbalance), el (min margin and max imbalance). However, after running calibrations, the tests were passed. A one-hour slow-speed sine cycle on the wrist pitch axis was performed and passed, and the 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist pitch motor and the slip ring are the probable root causes of the reported event.